Event description:
Two catheters were involved. The first catheter's radiopaque marker separated from the catheter and had to be extracted from the subcutaneous tissues. The second catheter's marker and plastic valve tip separated from the catheter and also had to be extracted. This occurred in the same pt during the same graft thrombolysis procedure.